Manufacturer narrative:
The investigation into the saturated flow issue has been completed since the original report was filed. Product and data logs were investigated. Data logs show the there was a motor current spike followed by saturated flows. Also, heavy biomaterial was found wrapped around the impeller blades during product investigation. Therefore, the root cause of the saturated flow issue was biomaterial.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella 5.5 pump began to experience complications during patient support. It was originally noted that the lv (left ventricle) signal was reading higher than the placement signal and that the flows in systole and diastole were reading identical. However, upon placing an echo probe on the patient, it was noted that there was no unloading in the ventricle. The staff was advised that the pump was experiencing saturated flows and the decision was made to explant the pump. There was no patient harm.